Event description:
Patient developed an erythematous region with an open area in the skin, on his back. We have suspicion that this is due to the heating blankets in the or. Erythematous region improved over the course of the admission.